Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The s-ram memory card on the technique processor board was replaced but the problem persisted so the new card was removed. No further repair information is available.

Event description:
The customer reported that the 9600 system displayed a no boot up error and would not turn on. No patient injury was reported.